Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use, an acumen adult cuff had map readings that were about 25mmhg to 40mmhg compared to a nibp arm cuff. Finger cuff was placed on the opposite arm of the nibp cuff. No error messages were displayed on the monitor. All possible troubleshooting was done but issue continued. Cuff was attached to a hemisphere with 3.2 platform. There was no patient harm. Device is available for return.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Since the complaint affected unit was not returned for evaluation a product non-conformance or device failure associated to manufacturing or design could not be confirmed. A device history record review was completed and documented that device met all specifications upon distribution. Per instruction for use, "inaccurate non-invasive measurements can be caused by factors such as excessive variations in blood pressure, poor blood circulation to the fingers, a bent or flattened finger cuff, excessive patient movement of fingers or hands, artifacts and poor signal quality, incorrect placement of finger cuff, position of finger cuff, or finger cuff too loose, and electrosurgical unit interference."